Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6), 2014. According to the complainant, during the preparation, the bristled portion of the brush was noted to be bent. No damage to the outer packaging of the device. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.